Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06044039 that an ar-2326bcc biocomposite swivelock inserter bent and the eyelet broke off. The surgeon had placed a cinch stitch around the biceps using an ar-13990n scorpion needle and an ar-7235 fiberlink and two cinch stitches around the subscap using (2) ar-7235t tigerlink. Then, the surgeon punched for the swivelock and ran the suture through the eyelet. As it was being tensioned down, the eyelet broke off, and the tip of the inserted bent about ninety degrees. The eyelet and inserter were removed successfully from inside the patient. This was discovered during an rcr procedure with bicep tenodesis on (B)(6) 2023. The case was completed using a 4.75 swivelock and punching a new bone hole. Additional information was received on 10/2/2023: the case was delayed two minutes; it is unknown if additional anesthesia was administered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.